Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home, under hospice care. The cause of death was lung cancer. The caller stated that the customer had copd, cancer, and many diabetes complications (unspecified). The caller noted that the customer became ill 15 to 20 years ago. The customer's blood glucose, at the time of death, was unknown. Since the customer was under hospice care, the insulin pump was taken off. The customer was not wearing the insulin pump at the time of death. The caller was unsure how long the customer was disconnected form the insulin pump. The customer did not use sensors and was not wearing one at the time of death. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent. The caller stated that, after the customer's passing, he returned the insulin pump to the customer's doctor's office.